Manufacturer narrative:
Additional procode = drt. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a male patient (age unknown) in cardiac arrest , the device failed to analyze the patient's rhythm and gave a "cable fault" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4) service department. The reported malfunction was observed and attributed to a faulty CPR adaptor. An intermittent short between contacts was found causing the device to detect and log an unsupported cable ID message. The CPR adaptor was scrapped and a replacement was sent to the customer. Analysis of reports of this type has not identified an increase in trend.